Event description:
It was reported that the survey respondent mentioned about surgical site infection and irritative urinary symptoms when asked about the complications faced while using the urinary stent. Medical intervention was unknown.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the survey respondent mentioned about surgical site infection and irritative urinary symptoms when asked about the complications faced while using the urinary stent. Medical intervention was unknown.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿material selection". The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "a variety of techniques may be used during stent placement. Each surgeon should use the methods with which he/she is familiar. 1. During the surgical procedure, after the ureter has been divided, the stent is straightened by inserting the guidewire into the proximal end (open end) of the stent and advancing it forward to distal end (closed end). 2. Pass the stent through the open end of the cut ureter up into the renal pelvis. 3. While holding the proximal end, withdraw the guidewire. This will allow the ¿figure 4¿ to form within the renal pelvis thereby ensuring proper placement. 4. After isolation of the bowel segment and closure of the distal end have been accomplished, pass a long right angle clamp through the stomal end to the point where the ureter is to be anastomosed. 5. Draw the proximal end of the urinary diversion stent through the dissection to the stomal end. 6. Palpate the renal pelvis to ensure proper placement of the distal end. 7. After the external stoma has been formed, trim the stent so that approximately 5cm protrudes from the stoma. Then attach the stent to the skin with a nonabsorbable suture." The device was not returned.